Event description:
Customer reported 25g henry schein orange safety needle, although screwed on and no issues with drawing from vial, became unattached with removal from im injection leaving needle in patient thigh see attachment section for initial email and complaint report from customer.